Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator failed to cycle on a patient. The customer reported that the exhalation filter was not pushed down causing the ventilator not to sense the patient. The patient was transferred to another ventilator.